Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy due to pelvic prolapse and genuine stress incontinence. Following insertion, the patient experienced urinary tract infections, cramps, bleeding, urinary incontinence, itching, burning, infection and mesh dropped. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2002 for stress urinary incontinence and pelvic organ prolapse and an obturator sling was implanted. The patient also had a vaginal hysterectomy at that time.